Manufacturer narrative:
No malfunction suspected. End user was struck by a motor vehicle while crossing the street in a crosswalk. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." Device not available for evaluation.

Event description:
End user reports being struck by a motor vehicle while she was operating the power wheelchair. The end user reports crossing a roadway in a crosswalk at the time of the incident.